Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a right ventricular (rv) lead there was delivery difficulty and failed capture and high impedance. The lead was removed and replaced using the previously implanted rv lead. No patient complications have been reported as a result of this event.